Manufacturer narrative:
Follow-up #1: date of submission 08/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: during investigation, there was no sound noted. There was a cracked solder on the piezo. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an audio issue of no sounds in the pump. There was no indication that the product caused or contributed to an adverse event. The alleged issue could not be resolved with troubleshooting. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.